Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logged with the following text "self-checking error, indicator light is not bright". No report of patient involvement.